Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: unknown; ubd and UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not been able to get the therapy results they had with their previous implantable neurostimulator (ins) since being implanted with percept last week. The manufacturer representative (rep) met with the patient today and the patient left the office with good therapy. 30 minutes later, they got out of regulation (oor) message and their tremor was back. The rep did not understand why the patient would get oor with settings of 1.1ma 40usec 160hz. They did not know the programming nor impedance values. Reasons for oor were reviewed and the rep noted that they would be with the patient tomorrow. They will call back with more information. Additional information was received from a manufacturer representative (rep) reporting they think the cause of the oor was that the set screw on the extension was not fully seated, therefore, causing intermittent impedance issues. They opened the pocket, pulled the extension out, wiped it, and then reinserted, ensuring the set screw was tightened to the appropriate torque. The oor and return of tremor was resolved once the revision was completed. There were no further issues.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.